Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 27-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the stations were not connected. A technical support specialist (tss) remoted onto the application server and found memory usage at 97%, with sql consuming significant resources. The sql service and carefusion coordination engine (cce) services were restarted, after which monitoring showed new messages crossing and the global find issue was resolved. Although the interface initially showed delays, the gespharx team reviewed and cleared the notices. Global find functioned normally, and the customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server station was not connected, and the user was unable to perform a global search. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.